Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath clear was selected for use. When the catheter was being inserted into the sheath, a lot of air bubbles were noticed. The sheath was replaced, and it was noticed that the dilator tip of the sheath was damaged, so it was replaced again. The procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device identified a kink in the shaft of the sheath. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress). Microscopic inspection of the hemostatic valves did not find any abnormalities that would have contributed to the loss of pressure seen during leak testing. Dissection of the sheath handle identified water inside the handle housing. The sheath was capped, and deionized water was injected into the flush lumen port to identify the leak, revealing water to leak from the pull wire lumen where the pull wires are inserted into the shaft lumen to be attached to the distal tip. This finding indicates that the identified kink in the shaft of the sheath caused damage to the inner lining of the shaft, creating the leak paths identified during testing. As the kink on the shaft of the sheath was not reported and it is unknown when this damage occurred relative to the procedure, the cause of the reported air ingress could not be confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath clear was selected for use. When the catheter was being inserted into the sheath, a lot of air bubbles were noticed. The sheath was replaced, and it was noticed that the dilator tip of the sheath was damaged, so it was replaced again. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.